Manufacturer narrative:
On (B)(6) 2026, senseonics was made aware of an incident in which the user had a sensor reading reported as 46 mg/dl at approximately 12:43 am while a confirmatory blood glucose measurement was 116 mg/dl. Review of in-vivo sensor data confirmed that at approximately 12:43 am, the sensor glucose value was 63 mg/dl, which was above the user-set low glucose alert threshold of 60 mg/dl. No blood glucose value was entered in the system at that time. The sensor glucose was trending upward and eventually approached the reported blood glucose value. No low glucose alert was asserted since the sg was above the alert threshold. The user did not seek medical treatment and reported performing a fingerstick test, which confirmed glucose levels within their normal range. Review of available sensor data identified a brief period of transient optical instability around the reported timeframe. The user was advised to perform a sensor re link to allow the system to reinitialize and converge faster, and the system was monitored following completion. Subsequent data review showed good agreement between blood glucose and sensor glucose values. No additional issues were reported prior to complaint closure.

Event description:
Senseonics was made aware of an incident where the patient complained of receiving a false hypoglycemia alert from the eversense e3 cgm system due to possible sensor inaccuracies. The event happened on (B)(6) 2026 at around 00:43 am. The patient reported that the sensor glucose (sg) reading was 46 mg/dl, where as blood glucose (bg) value measured 116 mg/dl. The patient did not take any actions after confirming the blood glucose (bg) value.

Manufacturer narrative:
The manufacturer is currently performing investigation. The investigation results along with the final conclusion will be provided in the supplemental report.